Event description:
A pt was implanted with a 3.5mm lcp medial proximal tibia plate approximately one (1) year ago. The pt was returned to the operating room on (B)(6) 2012 for removal of the hardware. Reportedly, the hardware was removed because the pt requires a total knee replacement which will be performed on a future date. All hardware was given to the pt and is not available for return. This is the 5th of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.